Event description:
It was reported to philips that the system was unable to start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed the reported issue. The rse stated that on both the control room monitor and the flexvision monitor "x-ray system is starting" message was displayed, however the system startup did not progress. A philips field service engineer (fse) evaluated the system onsite, and reinstalled the software of the suite pc. After that, the system was returned to use in good working condition and ready for clinical use. To date, there has been no recurrence of this issue reported from the customer. The codes were updated based on the investigation outcomes.